Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives in random spots"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog.") And rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, urticaria, dysmenorrhoea, dyspareunia, alopecia, weight increased, abdominal pain lower, feeling abnormal and rheumatoid arthritis outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had not resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: conclusion- satisfactory positioning of essure coils. Occlusion bilateral oviducts. Ultrasound scan - on (B)(6) 2015: total bilateral occlusion healthcare told that everything looked good.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received : lot no. Was added. New events, " rheumatoid arthritis, brain fog " were added. Onset dates were added and updated. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In february 2015, the patient had essure inserted. In february 2015, the patient experienced abdominal pain lower ("lower abdominal pain"). In march 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives in random spots"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In july 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: conclusion- satisfactory positioning of essure coils. Occlusion bilateral oviducts. Ultrasound scan - on (B)(6) 2015: total bilateral occlusion healthcare told that everything looked good.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives in random spots"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog.") And rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, urticaria, dysmenorrhoea, dyspareunia, alopecia, weight increased, abdominal pain lower, feeling abnormal and rheumatoid arthritis outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had not resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: conclusion- satisfactory positioning of essure coils. Occlusion bilateral oviducts. Ultrasound scan - on (B)(6) 2015: total bilateral occlusion. Healthcare told that everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives in random spots"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog.") And rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, urticaria, dysmenorrhoea, dyspareunia, alopecia, weight increased, abdominal pain lower, feeling abnormal and rheumatoid arthritis outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had not resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: conclusion- satisfactory positioning of essure coils. Occlusion bilateral oviducts. Ultrasound scan - on (B)(6) 2015: total bilateral occlusion healthcare told that everything looked good.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.